Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist walked the customer through restarting the cabinet using the power switch and restarting the all in one (aio). The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medbank tower, the drawers were offline. The customer reported that the malfunction took place when the user tried to issue gabapentin 300mg capsule, the customer confirmed she was able to issue the item. There were no adverse events or injuries reported based on this incident.